Manufacturer narrative:
Investigation summary: no product was returned. Peripheral artery dissection: the cause of the injury was not determined due to insufficient clinical details. Access site adverse event: the cause of the injury was not determined due to insufficient clinical details. Device history lot: device lot: 1979749. Device history batch: subcomponent lot: n/a. Device history review: device (sn: (B)(6)) passed all post sterile inspection checks.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. Two covered stents were required in the right common femoral artery due to a small branch vessel perforation that occurred in the distal peripheral segment, away from the main femoral artery. There was no indication of interaction with the impella sheath, as the affected branch vessel originated near the femoral head at the initial access site and not near the sheath tip. The impella was explanted to allow placement of the covered stents after the sheath was withdrawn almost completely from the skin tract. The patient survived the procedure.